Event description:
The pt experienced access issues during two routine hemodialysis treatments. Clotting of the pt's new fistula occurred on (B)(6) 2011 and infiltration of the pt's needle occurred on (B)(6) 2011. Both treatments were discontinued without performing rinseback of the pt's blood, resulting in an estimated blood loss of 190 cc for each. The pt was hospitalized and received 2 units of red blood cells and a vascath until the fistula is ready for use. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss events and subsequent blood transfusion are attributed to issues with the pt's new fistula. The cycler alarmed appropriately. The pt has since received a vascath. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.